Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon show signs of crimping and it was stuck to the wire. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a 0.014" guidewire stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 4cm and 6.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that may have contributed to the reported event.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanded for dilation. However, during procedure, it was noted that the balloon show signs of crimping and it stuck to the wire. The procedure was completed and there were no patient complications nor injuries reported.